Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lobectomy, when the doctor went to fire to the right lower lobe with a tan reload, the handle was stiff and made a strange sound. Out of precaution, additional resection was made with a new handle and purple reload. Operating time was not extended by more than 30 minutes. There was unanticipated tissue loss, however, there was no tissue damage. The patient is doing well.